Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of in the 40s mg/dl range; cause was not known. Customer consumed snacks to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.